Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Customer was educated in the proper product weartime, and was provided instructions in crusting techniques by using barrier wipes and stomahesive powder. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on (B)(4), 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Info via complaint form is stated as follows: customer states normal weartime is five (5) to seven (7) days. Customer states this time wore for ten (10) days and developed a weeping area around stoma.